Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Twelve days post filter deployment, an attempt was made to retrieve the filter due to filter migration. Through the right internal jugular vein, wire and subsequent pigtail catheter was passed inferior to the existed filter. Subsequent cavogram revealed, no thrombus on the inferior vena cava filter. The etiology of the filter migration was not known. The filter retrieval system was inserted over a wire and the existed filter was removed with no evidence of thrombus. Subsequently, another recovery g2 filter was placed infra renal with the tip at the level of the top of the l2 vertebral body. Therefore, the investigation is confirmed for filter migration.based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4(expiry date: 10/2008),g4 h11: h6(method and conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis, pulmonary embolism and contraindication for anticoagulation. Approximately twelve days post filter deployment, it was alleged that the filter migrated. The device was removed percutaneously and a new filter was deployed in the infra renal inferior vena cava. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the vena cava filter was indicated for dvt, pe and a contraindication to anticoagulation. Access was gained to the right common femoral vein and venacavagram was performed. The ivc was normal in course and caliber without filling defects and measured 26.5 mm in diameter infrarenally. The filter was successfully deployed in the infrarenal ivc without incident. Hemostasis was achieved with manual pressure. The patient tolerated the procedure well without immediate complication. Twelve days post filter deployment, a filter retrieval procedure was indicated for migration of the filter. Access was gained to the right neck and a venacavagram was performed. The ivc measured 29 mm in oblique view, 25 mm in ap view and 16.8 mm in lateral view. The filter was removed and a new filter was deployed in the infrarenal ivc. There were no complications. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned. Images were not provided. Medical records were provided and reviewed. A vena cava filter was successfully deployed in the infrarenal location. Twelve days later the filter was removed due to migration. Based on the provided medical records, the investigation can be confirmed for migration of the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/precautions/potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. - the safety and effectiveness of this device has not been established for morbidly obese patients. Open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter. - procedures or activities that lead to changes in intra-abdominal pressure could affect the integrity or stability of the filter. -procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. All of the above complications have been associated with serious adverse events such as medical intervention and/or death. There have been reports of complications, including death, associated with the use of vena cava filters in morbidly obese patients. The risk/benefit ratio of any of these complications should be weighed against the inherent risk/benefit ratio for a patient who is at risk of pulmonary embolism without intervention.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: medical records were received and reviewed. Twelve days post vena cava filter deployment, the filter was found to have migrated. The filter was retrieved and a new filter was deployed in the infrarenal ivc. There were no complications. No additional information surrounding this event was provided in the medical records received.